Manufacturer narrative:
Summary eval: the result of the eval performed suggest the event was attributed to a less than optimum material design corrective action was implemented to improve the durability and reliabilty of the crimper jaws.

Event description:
Crimper tips are bent. Does not crimp properly. This event did not occur during a surgery.